Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was up to 589 mg/dl. The customer treated with manual injection and stated that the cannulas had not been bent or crimped. She reported symptoms of excessive thirst, difficulty breathing, and nausea. The customer declined further troubleshooting. The insulin pump was not returned or replaced.